Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had repeat errors for iabp catheter restriction. There was no patient harm reported. This complaint was opened for the balloon catheter used during the previously reported cardiosave pump event.